Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was hospitalized for an unspecified reason. While in the hospital, one right ventricular (rv) lead shock impedance measurement was greater than 125 ohms. All other lead measurements were within acceptable limits. Technical services was consulted and discussed recommendations. The cause of the singular out of range measurement was unknown. To date, no adverse patient effects were reported as a result of this clinical observation.